Event description:
The eye care professional reported an incident associated with elegance contact lenses on (B)(6) 2007. Further information was provided on (B)(6) 2007 that suggested that this incident may have been infectious. The eye care professional indicated that the (B)(6) female patient had developed diffuse ulcers in both eyes that were peripherally located. The patient had been treated by an ophthalmologist who had prescribed treatment with topical antibiotics and steroids. Events resolved with no reduction in visual acuity. It is unknown if lens wear has resumed with requested replacement contact lenses. This report has been designated at the left eye event.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." Returned opened worn complaint device was evaluated and found to meet all specifications. As there was not lot number provided, no detailed manufacturing investigation can be performed. (B)(4).